Event description:
It was reported that while in the cardiology/op the md connected the one way valve tight enough and created a vacuum. The md used a predilator. The md activated the hydro coating. The intra-aortic balloon (iab) was rotated clockwise to make the insertion easier. The insertion was not possible, as the membrane was unwrapping at the proximal site. There was reportedly "strong resistance met" and the md was unable to insert the iab into the pt. Another iab was prepped. Reference MDR #1219856-2010-00329 for the second event involving the same pt.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.